Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ¿ what is the procedure date? ¿ what date did the paralysis of the laryngeal nerves and increased neuro toxicity occur on? ¿ was there any medical or surgical intervention performed to treat the paralysis and increased neuro toxicity (product removed; re-operation; prescription medication)? If so, please specify. ¿ if medication was required, please clarify if it was prescribed or purchased over-the-counter. ¿ can you identify the lot number of the product that was used? ¿ what is the surgeon¿s opinion as to the relationship of the product to the symptoms? ¿ what is the most current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the sales rep that post op of thyroidectomy procedure that three patients experienced paralysis of the laryngeal nerves and increased neuro toxicity. Unknown as to how the patients were treated and no further communication has been received yet by the sales rep on this issue.